Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported leak could not be determined. Based on the information received, the investigation determined that the reported activation failure appears to be related to operational context. Based on the results of the complaint investigation.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the circumflex artery. The lesion was pre-dilated with a 2.5mm balloon catheter. The 3.5x12mm rx xience sierra stent delivery system (sds) was advanced to the target lesion however during inflation the device was losing pressure and the stent was unable to fully expand, particularly at the distal end. The sds with the stent was removed from the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.